Event description:
Status post monarc midurethral sling five years ago recently had an exam under anesthesia for excision of midurethral mesh, urethrolysis, autologous fascial pubovaginal sling and cystoscopy.